Event description:
Sales rep reports pt had surgery for shunt placement 7 yrs ago and had improvement but possible "low pressure" headaches per the surgeon. In 2008, pt had shunt revision. While attempting to disconnect valve from distal catheter the shunt silicone housing broke and siphonguard came out of housing. Shunt was replaced with chpv.

Manufacturer narrative:
Codman has requested the valve be returned for eval. Upon completion of the investigation, a f/u report will be filed.